Event description:
It was reported that the patient expired on (B)(6) 2009. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving paperwork.